Event description:
It was reported that the right ventricular lead had a steady bipolar pacing impedance increase over the previous ten months. Late potential noise was noted on the electrogram (egm) and high unipolar impedance was suggestive of a potential tip fracture. It was also noted that at the onset of the impedance increase, the patient had subclavian vein stenting for a fistula. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2010-(B)(6). (B)(4).